Event description:
It was reported that during a laparoscopic possible open ileocolic resection procedure, the device was leaking without an instrument in the trocar. The surgeon can hear the air leak. The same device was used, however the patient was converted to open due to the patient's anatomy not due to the device issue. No adverse consequences reported.

Manufacturer narrative:
(B)(4). If so, did the 'noise' prevent insufflation? Please describe the noise. Air leaking. Was there a drop in pressure? Minimal. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? No. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.